Event description:
It was reported that bleeding occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On the same day, it was reported that the patient reported bleeding, stating that blood was seeping from the sensor site. The patient also reported that he had to go to the hospital because of the bleeding. The patient was unable to provide additional details, particularly regarding what treatment or medication was given, how he went to the hospital, the duration of his hospital stay, whether he is taking any blood thinners, and his current condition. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No other details were documented. At the time of report, the patient¿s condition was unspecified. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: health effect impact code - blood transfusion.